Manufacturer narrative:
Evaluation results: one cadd legacy pca pump was returned for investigation. The keypad was delaminated, but the labels were intact. The rear housing was also cracked. A review of the event log showed three 20 ml bolus tests were performed before the pump was returned for investigation. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The rear housing on the device was replaced.

Event description:
It was reported that the cadd legacy pca pump was over delivering. The product problem was identified during testing.